Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inner/out shield/cap that would not attach/detach, an inability to deliver insulin/medication, and difficult operation or not working/functioning. Product defects were noticed during use. The following information was provided by the initial reporter: material no: 320122 batch no: 8354701 it was reported by the consumer that only 4 out of 14 units dispensed before it stopped. Consumer also noted that she is unable to detach the pen needle from the outer outlet after injection. Event description: consumer reported when she tried to use her 14units of insulin needle only dispenses 4 units of insulin and stops. It is happening with every 3rd needle. Incident date-unknown; occurrence-unknown. Sample was discarded. Consumer also reported that she is unable to dettach the pen needle from the outer outlet after the injection. She stated it happens with almost every cover she has been facing this issue. She thinks it may be loose to fit the hub to remove. It happens with almost with every one. Occurrence-unknown; incident date-unknown. Item# 320122; lot# 8354701; expiration date-01-31-2024. Sample discarded. Consumer uses new pen needle each time of her injection. She rotates the injection site. She does the priming. Not all the time since she thinks its wasting insulin. She firmly attaches the pen needle, she does not tighten it. She sees on both end of the needle to see if it is straight. She has been a user of this pen needle for 22 years. Explained consumer not to tighten the pen needle during attachment. Explained to firmly cover the outer cover to remove the hub from the pen. Also advised to let her health care provider know and go over the instruction again during her next appointment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inner/out shield/cap that would not attach/detach, an inability to deliver insulin/medication, and difficult operation or not working/functioning. Product defects were noticed during use. The following information was provided by the initial reporter: material no: 320122, batch no: 8354701. It was reported by the consumer that only 4 out of 14 units dispensed before it stopped. Consumer also noted that she is unable to detach the pen needle from the outer outlet after injection. Event description: consumer reported when she tried to use her 14units of insulin needle only dispenses 4 units of insulin and stops. It is happening with every 3rd needle. Incident date-unknown; occurrence-unknown. Sample was discarded. Consumer also reported that she is unable to detach the pen needle from the outer outlet after the injection. She stated it happens with almost every cover she has been facing this issue. She thinks it may be loose to fit the hub to remove. It happens with almost with every one. Occurrence- unknown; incident date- unknown. Item# 320122; lot# 8354701; expiration date-01-31-2024. Sample discarded. Consumer uses new pen needle each time of her injection. She rotates the injection site. She does the priming. Not all the time since she thinks its wasting insulin. She firmly attaches the pen needle, she does not tighten it. She sees on both end of the needle to see if it is straight. She has been a user of this pen needle for 22 years. Explained consumer not to tighten the pen needle during attachment. Explained to firmly cover the outer cover to remove the hub from the pen. Also advised to let her healthcare provider know and go over the instruction again during her next appointment.